Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient was implanted with a bard flat mesh and a non-bard tvt during a davinci assisted colpopexy, abdominal sacral placement tension-free vaginal tape cystoscopy procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's operative notes and sticker page only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.